Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) malfunctioned when they were loading it. They could not advance the delivery device and when they pulled back, it broke apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) malfunctioned when they were loading it. They could not advance the delivery device and when they pulled back, it broke apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise #: (B)(4). Updated sections: g4, g7, h2, h3, h6, h10. The device was returned to the factory on 01/15/2020. An investigation was conducted on 02/06/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was observed inside the loading device with the white plunger fully depressed and the blue slide lock disengaged. The seal and tension spring assembly was observed to be inside the loading device body. During the loading the seal moved from its original position and the assembly got stuck in between the wings and the body of the loading device. The delivery device was removed from the loading device. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device, no visual defects were observed on the seal and tension spring assembly. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 in., the outer diameter was measured at 0.218in. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the investigation, there is no way to determine when the white plunger was depressed, but based on the results of the investigation the plunger may have been inadvertently depressed which may have caused the seal not to load in the delivery tube. Based on the returned condition of the device, the reported failure "fitting problem" as well as for the analyzed failure "premature deployment" was confirmed but was not confirmed for the reported failure "break".

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) malfunctioned when they were loading it. They could not advance the delivery device and when they pulled back, it broke apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: h-3: device not eval provide code from "other" to "device evaluation anticipated, but not yet begun". Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.